Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
As reported via the (B)(4) registry, angiography revealed 80% stenosis of the left internal carotid artery. The lesion was described as mildly calcified, eccentric, and 20mm in length. The reference vessel was 5mm in diameter and moderately tortuous. An angioguard rx with a 5mm basket was deployed beyond the target lesion. Pre-dilation of the lesion was not documented. An 8.0 x 40mm precise pro rx was implanted at the target lesion and the angioguard device was retrieved with no debris in the filter basket. There was no residual stenosis. Additional information received on (B)(4) 2010 indicated that the patient experienced hypotension (66/42 mm/hg) that was treated with dopamine support in the early period following implantation of the precise stent. He also was mildly confused and disoriented. A CT scan was negative and carotid duplex showed a widely patent stent. The patient was discharged on clopidogrel.

Event description:
During device evaluation, a baxter service technician reported that the event history of a colleague infusion pump contained an occurence of failure code 810:04. The root cause of failure code 810:04 was determined to be an out of calibration air in line printed circuit board. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information was available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the condition of failure code 810:04 and determined the root cause to be an out of calibration air in line printed circuit board. The air in line printed circuit board was calibrated to resolve the condition. A follow up report will be submitted if additional information becomes available.